Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The device history record review showed that the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause is unknown. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. (B)(4).

Event description:
A customer reported a case of toxic anterior segment syndrome noted after a cataract procedure. The patient was treated with topical steroids and antibiotics. There is no product sample available. Additional information has been requested for this case. This is the first of three product reports for the same event. This is the second of three product reports for the same event. This is the third of three product reports for the same event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a case of toxic anterior segment syndrome noted after a cataract procedure. The patient was treated with topical steroids and antibiotics. There is no product sample available. Additional information has been requested for this case. This is the third of three product reports for the same event.